Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleged the device did not hold water and water was leaking. There was no report of patient harm or injury. The device was returned to the manufacturer and then forwarded to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation.in addition to that, cracks on ambient light sensor replaced. Scratches over knob replaced ,missing left door replaced. The customer complaint was not confirmed.

Manufacturer narrative:
H3 other text : device serviced by third party service center.